Event description:
Procedure type: colorectal. According to the reporter: about 48 hours after surgery, the pt displayed bleeding out of the anus of more than 250cc which required a blood transfusion. A dehiscence was present in the posterior side of the anastomosis and had to be re-operated on. To correct the problem, a hartman's was performed with temporary colostomy. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).